Manufacturer narrative:
The complaint of a leak from a hole in the tubing was confirmed and the cause appeared to be manufacturing related. One 20g nexiva IV catheter was provided for investigation. The sample exhibited evidence of use. A functional test revealed a leak from the extension tubing. A breach was observed in the tubing. This type of damage can occur during manufacturing due to misalignment or damaged grippers. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Event description:
Holes were found in the tubing. As a result of this, both blood and fluid leaked out of the tubing causing a mess. Please provide an exact date of event in format mm-dd-yyyy: 12/19/2025. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event: delay in surgical procedure, secondary line had to be obtained.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.